Event description:
This report is being submitted to close out the record. Additional information shows that the incorrect product was previously reported. The correct product will be reported under the correct registration number.

Manufacturer narrative:
This report is being submitted to close out the record. Additional information shows that the incorrect product was previously reported. The correct product will be reported under the correct registration number. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics distribution manager reported an issue with a bioflo duramax catheter. During a procedure, the catheter was leaking, reportedly from under the leur neck. Dialysis was immediately stopped. This resulted in blood loss and air aspiration. The catheter was repaired and the leur neck was replaced. The procedure was then resumed. There was no report of adverse event or patient harm by the end user. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.